Event description:
An overinfusion of vancomycin occurred on a homecare pt. Device infused all the medication in a shorter time span, 1hr and 15 mins than the 2 hours that was previously experienced with the same type of device. There was no resultant pt complications.